Manufacturer narrative:
There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record (DHR) review. Received one uncuffed fixed custom made tracheostomy tube with swivel connector and a stoma seal. Included was a disconnect wedge, a side port connector, and a red cap for investigation. Visual inspection of the returned device confirmed that the device was made with a rotating neck flange instead of a fixed neck flange. The root cause of the complaint was linked to manufacturing. The drawing was revised to include the note that the neck flange does not rotate. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the custom-made tracheostomy tube is not according to specifications. The fixed flange is not fixed and a ring was added too close to the proximal fome-cuff. No patient injury was reported.